Event description:
Customer's wife reported customer received a high glucose reading of 60 mg/dl from their freestyle lite meter. Customer's wife reported customer experienced symptoms of hypoglycemia and loss of consciousness and was being treated with food and juice. Paramedics were called and obtained a reading of 38 mg/dl with their hcp meter and treated customer with "glucose under the tongue". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.